Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing fatal error message. A technical support specialist dialed into station and investigated after repeated fatal error messages and data inconsistencies were reported. Database size and purge queue were reviewed, the database recovery model was adjusted, and multiple database shrink operations were performed to reduce excessive size and backlog by following knowledge article (ka) - "proper datasync procedure & how to place new db in es station". Data synchronization, maintenance services, and medapplication were stopped to allow for database backup, repair, and controlled restart, after which medication removal testing was successfully completed with user. Ongoing issues with missing patients and incorrect facility search results were addressed by backing up the database again and performing a full station sync as per relevant knowledge article (ka) - "retry - insert into purge. Purgestatistics", followed by verification of sync status and log reviews on both the station and server. Retry and purge-related errors were identified as data mismatches already present on the server, with no active sync errors observed post-fix. The customer later confirmed that the station had been functioning normally since the corrective actions, and the case was closed with the station operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es message appeared stating, a fatal error had occurred on the underlying data source, which could have been caused by a network connection problem or a hardware issue. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.